Manufacturer narrative:
The actual device was returned to manufacturing site for evaluation. Manufacturing investigations have been performed and found malfunctioned electronical component which led to the reported failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper production. It was determined that electronic component (opto-coupler) inside the charger was found to be out of order and caused the reported issue. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the blue led lights on the universal battery charger device were flashing during charging. According to the report, the device was being tested before using. The event was not related to surgery. It was reported that there was no delay to a scheduled surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.